Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -15.50 (B)(4). Method code(s): lens work order search. Results code(s): a lens work order search revealed there was one similar complaint within the work order. Conclusions codes: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 -15.50 diopter implantable collamer lens in patient's right eye on (B)(6) 2015. Low vault was noted on (B)(6) 2016. The lens explanted and exchanged for a longer length lens on (B)(6) 2016. This resolved the problem. Patient's last visit on (B)(6) 2016, ucva was 20/40.

Manufacturer narrative:
Lens was returned dry, in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic torn. (B)(4).